Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the additive was discolored. The following information was provided by the initial reporter: it was reported by the customer that tubes had yellow additive.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly h3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the additive was discolored. The following information was provided by the initial reporter. It was reported by the customer that tubes had yellow additive.